Event description:
Related manufacturer report numbers: 3006705815-2019-01323 and 1627487-2019-04432.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown; medical product: model 3662, scs ipg; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers: 3006705815-2019-01323 and 1627487-2019-04432. It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted.